Event description:
At about 1 year 5 months after the primary, revision surgery performed due to infection. The surgeon revised successfully all components.

Manufacturer narrative:
Addiional components involved in the event: batch review performed on 21 march 2023. Liner: versafitcup cc trio 01.26.3648hct flat pe hc liner ø 36 / f (k103352) lot 2009643: (B)(4) items manufactured and released on 20-nov-2020. Expiration date: 2025-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2011679: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-02-10. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Stem: masterloc 01.39.204 cementless ti coated lat stem size 4 (k151531) lot. 2009556: (B)(4)items manufactured and released on 05-jan-2021. Expiration date: 2025-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Manufacturer narrative:
Batch review performed on 16 march 2023. Lot 2011634: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Preliminary investigation performed by r&d manager: from the received photos and information, it was not possible to determine a root cause of the event. Other device involved: stem: masterloc 01.39.204 cementless ti coated lat stem size 4 (k151531).

Event description:
Revision surgery performed due to infection.